Event description:
Injections were performed with needles. When button was pushed to retract the needle, needle would not retract. When needle was pulled out, the needle was bent. There were two (2) instances of this situation.